Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 26-year-old female patient who had essure (batch no. 869759, 869756) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included celecoxib (celexa), ethinylestradiol; norgestimate (sprintec), nsaids and paracetamol (acetaminophen). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced depression ("psych injury / depression") and anxiety ("mental anguish"). In (B)(6) 2011, the patient experienced migraine ("migraines / headaches"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnorm. Bleed"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vag. Discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dyspareunia and vaginal discharge had resolved and the depression, vaginal haemorrhage, menorrhagia, anxiety and migraine outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for pelvic/abdominal, dyspareunia (painful sexual intercourse), gen. Abnorm. Bleed, psych injury, vag. Discharge. Discrepancy to be noted in essure removal date as (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jan-2020: pfs and mr received: lot numbers were added. Events: abnormal bleeding (vaginal, menorrhagia), depression, mental anguish, migraines / headaches were added. Event onset date, reporters, removal date, concomitant drugs, lab data, patient demographics were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 26-year-old female patient who had essure (batch no. 869759, 869756) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysfunctional uterine bleeding. Concurrent conditions included asthma, kidney stones, breast biopsy and chest pain. Concomitant products included celecoxib (celexa), ethinylestradiol;norgestimate (sprintec), nsaids and paracetamol (acetaminophen). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced depression ("psych injury / depression") and anxiety ("mental anguish"). In (B)(6) 2011, the patient experienced migraine ("migraines / headaches"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnorm. Bleed"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vag. Discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dyspareunia and vaginal discharge had resolved and the depression, vaginal haemorrhage, menorrhagia, anxiety and migraine outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for pelvic/abdominal, dyspareunia (painful sexual intercourse), gen. Abnorm. Bleed, psych injury, vag. Discharge. Discrepancy to be noted in essure removal date as (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Lot number: 869756 manufacturing date: 2011-06 expiration date: 2014-06 . Lot number: 869759 manufacturing date: 2011-06 expiration date: 2014-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 24-year-old female patient who had essure (batch no. 869759, 869756) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysfunctional uterine bleeding and dysmenorrhea. Concurrent conditions included asthma, kidney stones, breast biopsy and chest pain. Concomitant products included celecoxib (celexa), ethinylestradiol;norgestimate (sprintec), medroxyprogesterone acetate (provera) from (B)(6) 2010 to (B)(6)2014, nsaids, paracetamol (acetaminophen) and topiramate since (B)(6) 2015. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient exper ienced depression ("psych injury / depression") and anxiety ("mental anguish"), 1 day after insertion of essure. In (B)(6) 2011, the patient experienced migraine ("migraines / headaches"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnorm. Bleed"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vag. Discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), bacterial vaginosis ("bacterial vaginosis") and post procedural complication ("post removal complications"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dyspareunia and vaginal discharge had resolved and the depression, vaginal haemorrhage, menorrhagia, anxiety, migraine, bacterial vaginosis and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, bacterial vaginosis, depression, dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain, post procedural complication, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for pelvic/abdominal, dyspareunia (painful sexual intercourse), gen. Abnorm. Bleed, psych injury, vag. Discharge. Discrepancy to be noted in essure removal date as (B)(6) 2014. Plaintiff received treatment for bleeding, bladder/urinary problems discrepancy noted for date of removal: (B)(6) 2014 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Lot number: 869756 manufacturing date: 2011-06 expiration date: 2014-06. Lot number: 869759 manufacturing date: 2011-06 expiration date: 2014-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-mar-2021: mr received.rcc updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), psychological trauma ("psych injury") and vaginal discharge ("vag. Discharge"). The patient was treated with surgery (hyst. (Full)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dyspareunia and vaginal discharge had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, dyspareunia, genital haemorrhage, pelvic pain, psychological trauma and vaginal discharge to be related to essure. The reporter commented: patient received treatment for pelvic/abdominal, dyspareunia (painful sexual intercourse), gen. Abnorm. Bleed, psych injury, vag. Discharge. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: plaintiff fact sheet received. Event injury was deleted and device category changed from device other event to incident. Events added from pfs- pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse), gen. Abnorm. Bleed, psych injury, vag. Discharge. Lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 24-year-old female patient who had essure (batch no. 869759, 869756) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysfunctional uterine bleeding. Concurrent conditions included asthma, kidney stones, breast biopsy and chest pain. Concomitant products included celecoxib (celexa), ethinylestradiol;norgestimate (sprintec), medroxyprogesterone acetate (provera) from (B)(6) 2010 to (B)(6) 2014, nsaids, paracetamol (acetaminophen) and topiramate since (B)(6) 2015. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced depression ("psych injury / depression") and anxiety ("mental anguish"), 1 day after insertion of essure. In (B)(6) 2011, the patient experienced migraine ("migraines / headaches"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnorm. Bleed"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vag. Discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), bacterial vaginosis ("bacterial vaginosis") and post procedural complication ("post removal complications"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dyspareunia and vaginal discharge had resolved and the depression, vaginal haemorrhage, menorrhagia, anxiety, migraine, bacterial vaginosis and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, bacterial vaginosis, depression, dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain, post procedural complication, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for pelvic/abdominal, dyspareunia (painful sexual intercourse), gen. Abnorm. Bleed, psych injury, vag. Discharge. Discrepancy to be noted in essure removal date as (B)(6) 2014. Plaintiff received treatment for bleeding, bladder/urinary problems diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Lot number: 869756, manufacturing date: 2011-06, expiration date: 2014-06. Lot number: 869759, manufacturing date: 2011-06, expiration date: 2014-06 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received. Reporter information added. Events: bacterial vaginosis, post removal complications added. On 6-may-2020: no new clinical information added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.